Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the vitrectomy probe was not sharp and could not cut. A new probe was opened to perform the case. There was no impact to the patient.

Manufacturer narrative:
One 23ga probe sample was returned for poor cutting. For this complaint file, the final customer lot was identified as lot 14028556x. For this final lot, six probe lots, manufactured in july and august, were used to make up the final lot. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates no additional complaints were associated with the probe lots. The sample was visually inspected using 25x magnification and found to be conforming. Actuation and aspiration testing were performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had a performance issue for cutting. The root cause for this complaint is unknown because the returned sample was conforming to specification. (B)(4).